Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during urological laparoscopy, the device was activated, it generated the complete seal alert, but did not do the seal correctly. There was an endtone heard and evidence of energy delivery. There was 20 ml approximate bleeding after procedure. Patient had no injury and the incident did not affect the patient, there was only a small bleeding when making the seal with ligasure, but the device was changed immediately and worked fine.